Event description:
1),this is a report received by baxter product surveillance of a peritoneal dialysis (pd) patient (pt) who acquired peritonitis while using non-baxter products. Initially on (B)(6) 2013, a nurse contacted baxter's technical service to request assistance with the baxter homechoice machine while performing pd therapy on a pt. Assistance was provided and during the conversation, the nurse reported the pt is being treated for peritonitis. Treatment not reported. On 02may2013 baxter product surveillance contacted the nurse and received the following additional information. At the time of this report, the patient (pt) was not recovered from the peritonitis event. The nurse reported that the pt is no longer a pt at their clinic as the pt has been switched to hemodialysis (hd), (date not reported) and that the pt had been on fresenius pd products prior to being admitted to the hospital for the peritonitis. The nurse stated the cause of the peritonitis was due to touch contamination, by the patient's daughter. The daughter told the nurse that on an unreported date, her mother's transfer set had come off of the catheter (details not provided) and the daughter inadvertently re-attached it without cleaning it, which the daughter believes was the cause of the peritonitis. Effluent culture results were unknown. Treatment was not reported. Specific information regarding product codes and lots of fresenius products in use was not known at time of the call. The pt was hospitalized for the peritonitis and while in the hospital the pt was put on baxter dianeal 1.5% and dianeal 2.5% solutions. The nurse confirmed the pt was on baxter pd products while in the hospital being treated for the peritonitis only and that the peritonitis occurred while the pt was using fresenius products. 2), event occurred during patient use? Yes; was an injury reported to be associated with the event? Yes; if an injury occurred, it was to: patient; if electromechanical device, were audible or visuals alarms generated? Unknown; was medical intervention required? Yes; is sample available for evaluation? No. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).